Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The field service engineer (fse) found oxygen regulator leaking. The fse replaced the oxygen regulator. The oxygen regulator assembly was returned for failure analysis. Test results concluded the oxygen regulator was out of specification. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
While servicing the machine the field service engineer found oxygen regulator leaking. There was no patient involvement.